Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was removed from service due to pacing impedance measurements less than 200 ohms and high pacing threshold measurements. No additional adverse patient effects were reported.